Event description:
In 2004, the reporter contacted lifescan on behalf of the pt alleging that her one touch basic enhanced meter had missing segments. The pt last tested two weeks prior to calling lfs. The pt neither alleged harm nor experienced injury. The pt did not suffer from any high or low blood glucose symptoms during the time of concern. She was tested on another lfs meter and a result of 110 mg/dl was obtained. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.